Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated noise was only observed on the right ventricular (rv) lead. No malfunction was alleged against the right atrial (ra) lead.

Event description:
Related manufacturer report number: 2017865-2021-16993. During an in clinic follow-up, episodes of noise were observed, however, it was unable to be determined whether the noise was occurring on the right ventricular lead or the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.